Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found the there was foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: the customer reported that fm was in the blood collection tube. Hcp noticed before use and use was discontinued.

Manufacturer narrative:
H.6. Investigation summary: bd did receive one (1) sample and four (4) photographs from the customer in support of this complaint. Evaluation of the returned sample and photographs attached shows grey rubber-like fm inside the tube. One hundred (100) retained samples were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the returned sample and photographs attached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.